Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2004; 1338t competitor implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that he device experienced an electrical reset. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.